Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported while in patient use the ventilator device displayed an "extended high ppeak" alarm and stopped cycling a device breath. The customer reported no patient harm or injury at this time.

Manufacturer narrative:
Results of investigation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device and confirmed the reported device behavior. However, the fse determined the flow sensor assembly was connected improperly by the customer, which caused the reported event. The fse secured the flow sensor correctly onto the device and the reported alarm behavior was no loner present. The operational verification procedure of the device, was performed and passed. The device was returned to the customer for use, having met manufacture specifications.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The fa group performed a power cycle on in the user mode, which displayed the reported alarm behavior. The gde was then cycled in the service mode. The calibration data was reviewed, which found the expiratory (exp) pressure transducer part number 28713-001 out of tolerance. The exp pressure transducer was calibrated however, the transducer kept drifting out specifications. At this time, the reported event was duplicated and the root cause was associated with a hardware design issue with the exp transducer. As a precautionary measure the transducer communication alarm assembly was replaced.